Event description:
It was reported before an interventional procedure, using a preclose technique, the sutures of a prostar xl device were deployed in the right common femoral artery. Reportedly, after the closing procedure, bleeding occurred at the femoral artery. A hole in the iliac artery was found and was repaired by balloon dilatation; a blood transfusion was not needed. The physician stated the bleeding was caused by the prostar xl, but did not specify how the device may caused or contributed to the bleeding. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. The patient was discharged home; the date was not specified. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation. The investigation is not complete and a follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.